Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The hcp reported that there was no device issue. The hcp also reported there was nothing to confirm an overdose. The patient was still in and out of responsiveness and was non-communicative. The hcp also reported there was fluid around the patient's heart and fluid in the patient's lungs. The patient's weight was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was diagnosed with congestive heart failure (chf). The pump rate was decreased to minimum rate on (B)(6) 2017 and had since been slowly increased with no problems. The patient was in a rehab center getting physical therapy. The patient was reported to be alert and oriented. There were no issues with the implanted pump. No further complications were anticipated/reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient arrived to the hospital drowsy and disoriented. The hcp reported that the patient was on a narcan drip and wasn't very responsive. The hcp wanted to turn the pump to minimum rate. No further complications were anticipated/reported.